Event description:
It was reported that a catheter ext set-(B)(4). Bore 2 adapter y-junction, had a leak from the connection between the male luer and non-baxter product. This event occurred during infusion. There was patient involvement; however, it is unknown if there was any patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection was performed, and the interlink injection site was found to be fractured and separated from the female luer lock adapter. Male luer of the injection site remained bonded inside the female luer lock adapter. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.